Event description:
Device 1 of 2, reference MFR report #: 1627487-2018-01363. Follow up revealed that the patient underwent surgery to have their drg ins replaced. Reportedly, effective therapy was restored post operatively.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2 reference MFR report #: 1627487-2018-01363 it was reported that the patient lost effective stimulation coverage due to the drg ins shutting down. Diagnostic testing revealed the patient's lead reflected high impedance readings. As a result, surgical intervention may be pending to address this issue.